Manufacturer narrative:
Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient's infusion set was leaking at site. The blood glucose level of the patient was high which was treated by changing infusion set and correction bolus via pump. Currently, the blood glucose level of the patient was 226 mg/dl. No further information available.